Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. He replaced the system umbilical cable and the system is fully functional. No part was returned to manufacturer for analysis. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a lumbar surgery, the medtronic imaging system was unable to fully boot. The system pendent displayed "connected, not ready." The team reseated the umbilical cable and restarted the imaging system without resolution; they continued with the surgery without the use of navigation, utilizing a different medical imaging system. This had no surgical delay. There was no impact on patient outcome.